Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer stated the buttons do not respond on their insulin pump. The customer will send the product back for analysis. The product was not yet returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, and a corroded battery tube.